Manufacturer narrative:
(B)(4). Date sent: 11/16/2020. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a staple line support by surgical instruments and some staples can be seen. However, due to tissue on staples proper/improper form of staples cannot be determined. Also, no bleeding was observed. Based on the photos no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Photo was received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information was requested, and the following was received: what were the indications for surgery? Sigmoid mass what surgical procedure was performed? Low anterior resection did the patient receive any preoperative chemotherapy or radiation? No is the tissue sample from the picture available for return? Unsure were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? Dr. John vance, attending general surgeon at ballad health bristol regional medical center. Fairly extensive experience with the device. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No were there any issues with device use/firing? No what confirmation was received that the device completed the firing sequence? Green check mark was the green checkmark visible at the end of the firing? Yes how many counter-clockwise revolutions of the adjusting knob were used to open the device? 5 half turns (180 degrees each) was there any difficulty removing the device? None was a complete transection of the white breakaway washer visually confirmed? Not sure were the donuts inspected? If so, please describe. Yes, both full, healthy and complete were there any issues noted with staple formation? If so, please describe the shape and location. Not at the time of the initial firing. There was staple malformation noted at the take back operation. Was a leak test performed? If so, what type and what was the result? Yes, the anastomosis was fully submerged in sterile saline and a proctoscope was used to insufflate the anastomosis. Of note the proctoscope was not advanced past the anal verge. There were no bubbles. Was the staple line visualized endoscopically during the initial surgical procedure? No how many days postoperative did the leak occur? 8 days how was the leak identified? CT imaging what was observed at the site of the leak upon reoperation? Thin bloody feculent contents in the pelvis. 40-50% circumferential dehiscence of the staple line in the right anterolateral position. Numerous malformed staples were identified. How was the leak addressed? The rectal stump was debrided and closed with sutures. The proximal colon was brought out as a diverting end colostomy. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that after an eea stapler dehiscence, patient was brought back to or because of a leak. Ex lap was performed, and he was able to visualize the staple line.